Event description:
It was reported that the surgeon had a pt with a loose femoral stem,(smith & nephew ) since the stem was revised, dr. Decided to change the acetabular insert. The shell was well positioned and solidly fixed. This case was not officially book by the surgeon, so because a rep was not available the insert was shipped to the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).